Event description:
It was reported the intraocular lens was removed and replaced without complication, due to an unexpected post operative refraction.

Manufacturer narrative:
The iol was received for analysis, diopter measured correct as labeled. The results of our investigation reasonably suggest this event is not manufacturing related. The lens met manufacturing specifications prior to release.